Event description:
It was reported that a pt underwent a surgical procedure on an unk date and suture was used. During the procedure, the needle broke. Additional info has been requested.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.